Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad was not functioning and the ilet device became unpowered, leading the user to be without a working charger; a replacement charger was arranged and the user was instructed to switch to backup therapy. Symptoms included no clinical effects reported. Outcomes included temporary interruption of device use and switch to alternative therapy. Investigation included complaint handling and technical review based on user report. Investigation of this case revealed that the device did not charge as reported, with no alarms reported. It was concluded that the event involved a suspected charger malfunction; user was provided education to use backup therapy pending replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.